Event description:
It was reported that during the implant attempt, the helix became stuck and would not extend or retract after a few placement attempts. The rv lead was not implanted and another lead was used. It was also reported that the device had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If concomitant product: 5076, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.